Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of white particulate matter (pm) in the heater line. The set was not returned for complaint investigation therefore the complaint cannot be confirmed in the lab. The lot number is unknown therefore a batch review was not performed. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter to report that prior to connection to the home choice (hc) machine, the hp observed white particles in the heater line. The technical service representative (tsr) advised the hp to start over with new supplies and assisted with ending therapy. No clinical consequences for the patient were reported. There was no patient involvement.